Manufacturer narrative:
The insulin pump was received with blank display due to shorted lcd driver board. No burned component noted. The insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was unknown. The customer stated that his pump is off and will not turn back on. The customer stated that he noticed the blank screen when he was putting on pajamas. The customer stated that he used aaa alkaline batteries. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer does not have new aaa alkaline battery to test with the pump. The customer was advised to insert new aaa alkaline battery. The customer will be sent a replacement battery cap.